Event description:
As part of a legal mediation effort, on (B)(6) 2013, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2010. The documentation received states that the patient developed a pelvic abscess following a da vinci si hysterectomy procedure and was readmitted to the hospital for further treatment. The operative report for (B)(6) 2010, indicated that the patient underwent a da vinci assisted pelvic hysterectomy in addition to plication of the uterosacral ligaments and drainage of bilateral ovarian cysts. The patient was found to have an enlarged uterus of approximately 18 weeks with abdominal cysts. There was a cyst on both ovaries containing clear liquid. According to the operative report, the patient's large uterus was pulled out through the vagina with some difficulty. The vaginal cuff was closed with vicryl suture. The patient was transferred to the recovery room in stable condition. As per the medical record on (B)(6) 2010, the patient came in an emergency room (ER) for reported complaints of nausea, vomiting, and not feeling well. The patient's medical records indicated that she had normal bowel movements since discharge, had minimal vaginal bleeding, and she was able to void without difficulty. A CT scan performed on the patient suggested evidence of some hydronephrosis, more on the right side and fluid collection with in the lower area of the pelvis. The patient was also reported to have an elevated white blood cell count of 24,000. The patient was then admitted to the hospital and treated with IV antibiotic therapy. A stent was also placed to drain the fluid which was negative for any evidence of ureteral transection as her bun and creatinine were equal to the blood levels. The patient was discharged home with oral antibiotics on (B)(6) 2010. On (B)(6) 2010 the patient was discharged, and was reported to be feeling good and she was afebrile and her abdomen was soft and nontender. No further clinical information was provided since the date of discharge on (B)(6) 2010.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient developed a pelvic abscess as a result of undergoing a da vinci hysterectomy procedure.